Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several lead alerts occurred due to high right ventricular (rv) coil impedance values. It was suspected that there was insufficient air removal in the grommet caused by a loose pin. This effect was not reproducible and the rv lead and implantable cardioverter defibrillator (ICD) remain in service with stabilized impedance values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.